Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the turbo hawk plus 6f atherectomy device there was a delay of one hour due to product malfunction. The procedure was conducted on the left distal popliteal artery and tibial/popliteal trunk, targeting a moderately calcified lesion. The product issues included removal difficulties and tip damage, with the guidewire lumen being torn or ripped. The device was successfully removed with resistance, and there was no vessel damage or injury/intervention required. The procedure was completed by removing the device and sheath, maintaining wire access, and switching to a larger sheath and different wires. The lesion was accessed again, post-dilated with a nanocross balloon, and a stent was placed and post-dilated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned loaded on a 6fr sheath, a visual inspection show damage to the tip/housing, and that the proximal end of the guidewire lumen on the tip/housing is detaching, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.